Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation review of event description: it is reported that a patient was implanted with a ceramic head and experienced around 3,5 months post implantation a dislocation and underwent therefore a closed hip joint reduction (this case is filed under (B)(4) and for devices manufactured by zimmer inc., warsaw see (B)(4). Now, the patient experienced a second dislocation 1 year post implantation. This is a split case, for devices manufactured by zimmer inc., warsaw see (B)(4). Review of received data: - report of implantation, dated (B)(6) 2013. Diagnosis: degenerative joint disease, right hip. Surgery indication (summary): 62-year-old male patient with a long history of progressively increasing pain in his right hip. It was decided that the benefit of doing simple arthroscopy and debridement would not be enough, as an MRI showed that this patient has significant degnerative joint disease. -> there is nothing remarkable written in the report about the performed surgical procedure. No complications. Post op-reports of april 22, 2013 and june 5, 2013: the reports states that the patient is doing well and the devices are in excellent positions. Recommendations and discussions: "... I demonstrated for him how he can safely bend over and reach his feet, or pick something up off the floor..." Doctor report, dated august 8, 2013: the report describes the posterior dislocation happened on (B)(6) 2013:" on (B)(6) which was about 3,5 months postop, he was working in the yard. His shoelace cam untied. He put his foot up on the edge of the wheelbarrow and bent over to tie his shoe and dislocated his right hip. He was not reaching inside his knee as he had been instructed to do. He probably internally rotated as he was bending over..." Recommendation/discussion: "... I went over the patient's dislcoation precautions. I also presendet hip options of continuing to wear that kenn immobilizer for 3 more months os using a hip abduction brace for 3 more months. He declined to do either of those and says that he will just be very careful about his precautions. I have encourage him to keep up his hip strengthening exercises . His leg lengths are equal and his soft tissue tension should be perfect. He simply got this hip in to an unsafe position against advice..." Doctor report, dated january 6, 2014: the report state that this patient had his first dislocation early post op "... The first time he did it he was bending way on over to tie his shoe..." (This case is filed under (B)(4). And for devices manufactured by zimmer inc., warsaw see (B)(4). The report state now the second dislocation happened recently"... The second time he had a blister on his heel, and he was just bending over to check on it. He brought his knee in and his foot out and it popped out again, and he said this time it was sort of grinding sensation. He underwent a closed reduction once again..." Recommendations/discussions: "...his components are in excellent position and alignement. The anteversion of his cup is quite good..." "...I went over all his dislocation precautions with him, but I have told him that the chances are fairly good that this will happen to him again, and that he should propably consider having revision surgery done..." Devices analysis: no product was returned to zimmer biomet for in-depth analysis as they are still implanted. Root cause analysis: root cause determination using rmw: - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head (taper connection not able to resist the impaction force) not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head => possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear => possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. - postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear => possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. - failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) => not possible -> the surgical report states that the devices were in excellent position. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) => not possible -> combination is allowed/approved. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) => possible, despite the surgical report of implantation states the taper was cleaned and dried, it cannot be evaluated if shte stem taper was intact since the device is not at hand for investigation. Therefore, this cause cannot be excluded. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) => not possible -> the surgical report of implantation states. ".. We checked to make sure that the morse taper was fully engaged and secure¿". It is therefore assumed that the head and stem were appropriate assembled. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity => not possible -> doctor reports of august 8, 2013 state: "¿ his soft tissue tension should be perfect¿" - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation due to explanted ceramic head is reused with the same or new femoral stem => not possible -> it is very unlikely that a reused device was used. No information which could point on that was received. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products => not possible -> combination is allowed/approved. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant => possible, no device has been returned for investigation. Correct product information cannot be verifed. Therefore, this point cannot be excluded. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head => possible, no device has been returned for investigation. Correct product information cannot be verifed. Therefore, this point cannot be excluded. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. => not possible -> according to the post-op visit report the surgeon discussed the appropriate recommendation. Conclusion summary: it was reported that a patient expirienced a second dislocation around 1 year post implantation . A possible root cause for the reported dislocation can be, beside the ones identified according to rmw#, based on the information received (doctor report of january 6, 2014), is due to patient behaviour as he might brought his hip in an unsafe position "... He brought his knee in and his foot out and it popped out again...". However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation as the patient has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on the right side and experienced on (B)(6) 2014 second dislocation of his hip when he brought his knee in and his foot out to check his heel. The dislocated hip was treated with close reduction.